Manufacturer narrative:
Corrected information has been provided in d4 (serial). Pump stop: the cause of the pump stop issue was related to damage to the outflow cage; however, the cause of the damage could not be determined without sufficient clinical details. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
After further review case has been consolidated with MFR 1220648-2026-02535. MFR 1220648-2026-02535 was found to be a duplicate. The following was updated. B2 death and date of death. B5 clinical rational. H1 type of report: death. H6 health effect - impact code: death. The investigation is still ongoing. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted.

Event description:
A patient with an unknown demographic background was supported with an impella 5.5 for the indication of cardiomyopathy. The first impella 5.5 device (sn (B)(6)) was surgically implanted via the right axillary/subclavian artery and explanted 15 minutes later due to pump stop. The device was replaced with 5.5 (sn (B)(6)), which was implanted at. The second device remained in use until at which time care was withdrawn and the patient subsequently expired. Based on the available information the death will be coded to the initial impella 5.5 but is unlikely a contributing factor to the patients death.

Manufacturer narrative:
This is one of two related reports. This report represents the first pump and another report will be submitted to represent the second pump. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a patient presenting with cardiomyopathy. Shortly after implantation, the pump stopped. The device was removed and replaced with a new impella 5.5. No issues were reported with the current pump following the exchange, and device function has remained stable. The reported events are pump stop, medical device removal, and hemodynamic instability. The impella 5.5 will be conservatively reported for hemodynamic instability due to temporary interruption of hemodynamic support during the pump exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.